Event description:
Radiofrequency (rf) ablation procedure performed (B)(6) 2015. Information received by medtronic indicated that the patient was diagnosed with left groin hematoma with pseudoaneurysm post procedure; patient's inr was 4.8 and she is in sinus rhythm. Description: left groin swelling/pain. Pleuritic chest discomfort onset early am, awakened, with radiating to the back. CT chest on (B)(6) 2015 showed no evidence of pulmonary embolism. Left groin arterial doppler on (B)(6) 2015 showed pseudoaneurysm appearing to originate from the left common artery. Left groin hematoma present. Subject admitted from (B)(6) 2015 to (B)(6) 2015. Treatment: (B)(6) 2015 pseudoaneurysm embolized in 2 separate locations with a total of 1000 units of thrombin. Event resolved on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.